Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due physical stress, chemical stress, or storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays/ ultraviolet rays, etc.). However, a definitive root cause could not be determined. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual: ¿important information - please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ operation manual: ¿4.2 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion section.¿ reprocessing manual: ¿8.1 warnings and cautions: storage and disposal: - to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. - to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area.¿ the reported issue (leakage from distal end) was not confirmed or duplicated. However, it was observed there was a leakage from the bending section cover. In addition, service found the insulation test failed at the plastic distal end cover, the adhesive on the bending section cover was peeled off, the adhesive on the objective lens was peeled off, the insertion tube was scratched, the scope connector valve was loose, and the bending angle in up/down direction was out of specification. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a leakage from the distal end of the subject device. The reported issue occurred during reprocessing of the subject device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received.